Event description:
Additional information received reported that impedances were checked on (B)(6), 2013 and it was confirmed that the device was not working. It was stated the patient was unable to void. It was unclear if the patient experienced any other symptoms related to the event. No hospitalization was reported and the patient outcome was listed as no injury.

Event description:
Additional information was received which indicated that the device "stopped working" ever since the patient fell and the patient experienced a loss of therapeutic effect.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the patient fell 4 months prior to the report, the patient's device was checked afterward and it was "fine." However, since the patient wasn't getting any stimulation sensation, the patient's program was changed and amplitude increased to 6.5v. The patient then started feeling stimulation. The reporter stated that when the device was checked initially, the patient was informed that "it was not working." However, another attempt was made and determined that "it was working." The patient was however informed that the battery would only last one year because "it wasn't properly working." It was unclear if the patient's device was working after the fall. The reporter also indicated that for 3 days prior to the report, the patient got a "pulling sensation" every time she had a bowel movement or urinated. The patient attempted lowering stimulation to stop it from hurting, but it didn't stop. The patient was getting the poor communication screen and turned her device off the night prior to the report. The reporter indicated that the patient was "afraid" to turn it on because of the pain caused by the "pulling." At the time of the report, stimulation was turned on and program changed. It was noted that the patient was going to try that setting to see if the "pulling" would stop. If additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4). Product type: programmer, patient: product ID 3889-28, lot# v942569, implanted: (B)(6) 2012. Product type: lead. (B)(4).